Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).

Event description:
The customer reported that the lock will not secure closed on a pair of restraints. The customer did not provide the date when the issue was discovered. No patient incident or injury was reported.